Event description:
It was reported that a user experienced prolonged hyperglycemia while disconnected from the ilet and using subcutaneous insulin by pen, with highest readings reported as ¿high¿ on cgm and glucometer values exceeding 600 mg/dl; the user administered multiple 2-unit correction injections, later reconnected to the ilet, and glucose returned to target. Symptoms included confusion or disorientation, headache, nausea, and dry mouth. Outcomes included unexpected medical intervention requiring medication and a serious illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device findings and insufficient information, with no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.